Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Conclusion: electrical characteristics of the returned unit were within specifications. Because of the two switches to standby mode with an increasing number of corrupted data, a device failure was suspected. However, it was not confirmed through device analysis. These data alteration and switches to standby mode could have resulted from strong electromagnetic interferences.

Event description:
Reportedly, the device was found in standby mode during routine follow up on (B)(6) 2008. Since this was the second switch to standby mode, the physician requested an explanation and recommendation.